Manufacturer narrative:
Product analysis of rfx072-105-08mp, lotno:b611418 ¿ as found condition: the navien catheter was returned for analysis within a shipping box, a plastic pouch, an opened navien outer carton (b611418), and an opened navien inner pouch (b611418). ¿ damage location details: no damages were found with the navien catheter hub. The navien catheter body was found kinked at ~54.0cm and ~55.5cm from the proximal end of the catheter hub. The navien catheter distal tip was found to be in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance in guide catheter¿ report could not be confirmed. Possible causes include incompatible devices or damaged catheter(s) (i.e., kinked, bent). The (cook medical) shuttle sheath was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. It is possible that the damage found with the returned navien catheter (kinking) contributed to the reported resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the navien was not inserted in the shuttle. There was catheter entrapment/difficult removal in the distal portion of the guide catheter. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for coiling treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.